Event description:
A healthcare facility in (B)(6) reported via our distributor that they could not connect the heater wire adaptor to an rt127 infant breathing circuit as the heater wire pin seemed to be bent. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for the similar product is k020332. We will provide a follow up report with the results of our investigation.